Manufacturer narrative:
Document review: evolis ti plasma sprayed baseplate - (B)(4)/lot 091103. Evolis tibial insert - (B)(4)/lot 083494. The analysis of the two batch records were done and all the parameters were found conforming to the specs. Evolis ti plasma sprayed baseplate in the USA is cleared under (B)(4) (evolis total knee system) as cemented prosthesis, but the surgeon implanted it without cement. In the IFU and surgical technique for us of evolis, it is clearly indicated that the product is to be cemented. Without using cement, it is known that the risk of loosening is higher than cemented systems. The event is not device related, but due to a use error.

Event description:
Tibial component became loose in pt: a revision surgery was necessary and a cemented base plate was implanted.